Event description:
It was later reported that compatibility guidelines were requested for the following: MRI. The area to be scanned was the c-spine. The reporter was unsure if MRI related to implant. The reporter mentioned in passing that the patient's device wasn't working. It was noted that the patient's chiropractor sent her for MRI. The patient's device had been turned off, at what appeared to be the patient's choosing, for a year.

Event description:
Additional information indicated the patient had a reprogramming session. Two programs were changed. Impedance check was normal with no bad connections. There was no known cause of the event. The patient left the session feeling vaginal sensation and having no leg sensation. It was stated that the patient was going to try this setup for 2 weeks. If she were still uncomfortable and had no relief, the patient would get an x-ray to see if the lead had migrated. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a loss of therapeutic effect with symptoms of loss of bladder control. The patient was having problems with infection as well as her bladder, as she was constantly having accidents and was going to the bathroom. The reporter stated that the device worked great during the trial as well as the first few weeks after it was implanted. However, two to three weeks later, therapy stopped working. An x-ray was taken about a month after implant, and the leads were found to be "completely disconnected". The patient ended up having stimulation go straight to her legs. The reporter indicated that the patient was reprogrammed twice. The first time, the patient tried all 4 programs and stimulation was going to both legs. The second time, the patient was instructed to only try the first program. At the time of the report, the patient felt stimulation in her vaginal area but if she turned it up too high, she got headaches. It was noted that the patient was having 2 MRI scans done, the first of the right knee, and the second of the lumbar, kidneys and spine. The second MRI scan was indicated to be related to therapy. The patient was also scheduled for an appointment to see her healthcare provider (hcp) on (B)(6) 2013 for "urgent pc treatment and pelvic floor muscle health".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# v703024, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that nothing further was heard from the patient. It was also reported that the patient had been back for the x-ray. It was unclear if the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.